Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test, and rewind. No audio beep anomaly or depleted battery alarm noted. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. Insulin pump was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip, and broken battery cap.

Event description:
The customer's parent reported via phone call that the insulin pump made a strange been and alarmed motor error. A piece of the battery compartment came off. Customer's blood glucose level was over 300 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.